Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully empty during infusion. The device was filled with 8g piperacillin/tazobactam. The fill volume and amount of solution remaining in the device were not specified. It was also reported that crystallization of the drug was visible. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 20, 2014 to september 22, 2014. The device was received for evaluation. Visual inspection noted drug precipitate in the fluid inside the bladder. Functional testing revealed no evidence of flow at the distal luer when the luer cap was removed. Further functional testing of the flow restrictor revealed the cause of the condition was due to the drug precipitate. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.